Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump intermittently populated the incorrect blood glucose (bg) value when calculating a bolus. Customer's blood glucose level was 118 mg/dl. Multiple follow-up attempts were made by tandem technical support to complete troubleshooting; however, no response was received.